Manufacturer narrative:
(B)(4). Expiration date: 07/2019. (B)(6). Complaint sample not expected to be available. Based on record review revealed that all relevant test performed during manufacturing process and final product release had been performed and met requirement. However, internal non conformance has been raised previously to address this same complaint issue and has been documented. A previous investigation is applicable to this complaint. This previous investigation is closed. Therefore, this complaint will be closed without further action. A total of two cases are associated with this complaint. A separate 3500a form has been completed to for the associated case. No additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated a pharmacist reported "no marking below 7cm" on the endotracheal tube. No further information was provided.